Manufacturer narrative:
The nail was classified as primary product during evaluation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation was not possible because the nail was discarded after revision surgery; furthermore no confirming information like x-rays or surgery notes was provided. The exact root cause could not be determined. The customer reported a non-union. Non-unions can lead to implant failures like breakages and are listed as adverse effects in the IFU. Most likely the nail broke due to a fatigue fracture caused by the non-union. If other listed adverse effects (i.e. Obesity, poor bone quality, intraoperatively implant damages) did contribute to the nail breakage could not be determined due to missing information. Because no issues were found during review of the DHR a manufacturing issue can be excluded based on the given information; the case is attributed to the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was discarded.

Event description:
It was reported that after gamma3 surgery, nonunion and nail breakage was found. Revision surgery was not performed because the patient refused blood transfusions for religious reasons. And a treatment by teriparatide was performed.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown g3 nail. The device will not be returned as patient was not revised. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that after gamma3 surgery, nonunion and nail breakage was found. Revision surgery was not performed because the patient refused blood transfusions for religious reasons. And a treatment by teriparatide was performed.